Event description:
It was reported that the patient's care alert triggered a right ventricular (rv) lead pace/sense impedance of greater than 3000 ohms, and a possible fracture was suspected. A lead revision was done and the pace/sense circuitry of the lead was abandoned on the rv lead. The hv shock coils on the rv lead was found to have no issues and remains in use as the implantable cardioverter defibrillator's (ICD) shock coils. A new lead was implanted and used for the pace/sense portion of the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2006 (B)(6). (B)(4).